Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding properly after a scheduled field change order implementation. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not responding properly. The field service engineer (fse) attempted to calibrate the touchscreen according to the service manual, but the lower part of the touchscreen remained unresponsive. The fse therefore replaced the touchscreen, conducted testing, and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.